Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was being moved from one location to another, the cord was jammed while it was being retracted. This was a hardware issue no alarms were present on the machine. There was no patient involved.

Manufacturer narrative:
Corrected information: d5, e2 and e3 is unknown. Initially it is submitted as "other healthcare professional" and "yes". Additional information: e1(event site state-"(B)(6)", event site postal code - "(B)(6)"). A getinge field service engineer (fse) was dispatched to evaluate this unit, and the a.c. Power cord was jammed whilst it was being retracted, as this was a hardware issue on the machine. The side panel cover was removed, the a.c. Cord was released from its jam, and the side cover was fixed. Unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a.